Event description:
During failure investigation on the returned power management board shows that during debugging of the board the failure investigation engineer found that the power management board failed the backup battery charger test. This will result in battery not getting charge and if a loss of ac occur the unit cannot transition to battery and will result in a shutdown. The failure investigation engineer reported that there was no patient involvement.